Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged prescriptions were not transferred to intellispace critical care and anesthesia (icca). No adverse event involving patient or user was reported.